Event description:
Customer reported that primary fluid of d51/2ns with 20 meq kc1 for hydration was hung. While nurse was connecting another set to the primary line below the pump, the nurse placed her hand on top of the pump module, bumped the tubing at the top, and fluid started leaking. The nurse noted then that set had snapped completely apart at junction of the pump's upper fitment and the set's silicone segment. No patient or user harm occurred. The reporter is aware of the possibility of the set being mis-loaded at the pump's upper fitment but the reporter doesn't know how the set was loaded and the nurse involved had not reported anything about that. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The disposable set has been received. Investigation is not complete. The pump module was requested to be returned for evaluation; however, the reporter indicated that it was not sequestered and it is not possible to identify it now.